Event description:
It was reported that the unspecified bd intravascular administration set experienced tubing expansion/ballooning and leakage. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown we have a tubing malfunction to report, this occurred as a result of partially clamped tubing. When releasing the clamp, rn noted the tubing had ballooned to 3-4¿ in diameter then burst.

Manufacturer narrative:
H.6. Investigation: no photo or sample was received by our quality team. The customer's complaint of burst tubing could not be verified. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no photo or sample being received, the root cause of this failure remains unknown. H3 other text : see h.10

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd intravascular administration set experienced tubing expansion/ballooning and leakage. The following information was provided by the initial reporter: material #: unknown, batch/ lot #: unknown. We have a tubing malfunction to report, this occurred as a result of partially clamped tubing. When releasing the clamp, rn noted the tubing had ballooned to 3-4¿ in diameter then burst.